Manufacturer narrative:
Global submitted an initial MDR 3500a on 08/18/2015. At that time a lot number for the secure c device was not provided. We have since obtained the lot number and have documented it. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as the lot number was not provided. Globus was notified by the sales rep that surgeon suspected the core of the secure c device did not appear to be present between the device's endplates. The patients radiographs (pre-op, intra-op, immediate post-op (24 hrs) one month follow up and two month follow up were provided by the surgeon. The lateral radiograph obtained during the two month follow up showed that there is minimal space between the endplates suggestive of core expulsion. It was noted in the questionnaire that the patient did thrash on trach tube removal, and this incident is suspected by the surgeon to have precipitated the expulsion. The surgeon stated he had a discussion with the patient about an exploratory surgery and possible device explanation and fusion. It was reported the patient has changed insurance companies and is not in a position to consult with the surgeon. No exploratory surgery has been scheduled, and it is not definitive if the core has expulsed from the secure c device.

Event description:
From images provided to globus, it appears the secure c core is not contained within the upper and lower endplates of the implant. The initial surgery was performed on (B)(6) 2015. No revision surgery has been scheduled.